Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that he forgot to let patient services know that in (B)(6) 2015, he had the implantable neurostimulator (ins) moved from the upper buttock area to the right side of mid upper back area. He later clarified that he had surgery in (B)(6) 2015 to have his device moved from the lower back area (waist) to the upper buttock area and not from the upper buttock area to the lower back area. It was also indicated that since the device was implanted (B)(6) 2014, the patient had pain when he would bend at the waist where the ins was located (ins pocket issue). The doctor told him it would resolve over time but it never did so they moved the ins to a new location. He had never had the sensor re-calibrated in each position after revision. There were no system use issue during the revision and the patient recovered completely.